Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, a vit cutter was returned for testing on this investigation. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The vit cutter was received for testing on this investigation. A visual assessment of the returned sample revealed a missing connector cap. The handpiece was connected to a calibrated breakout test box, where the resistance values were found to be within specification. The returned handpiece was connected to a calibrated system. The handpiece was recognized by the system. A system message (sm) was displayed when the handpiece attempted the pre-surgery vit test. A probe test was performed on the handpiece, which found the tip port did not move. Disassembling the handpiece revealed coil failure. However, how or when the coil became nonconforming remains inconclusive. The root cause of the reported event can be attributed to a nonconforming coil. However, how or when the coil became nonconforming remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident/event data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during cataract surgery, the ophthalmic handpiece was not cutting and displayed an advisory code. The surgery was completed manually using forceps, without the use of a vitrectomy cutter. There was no patient contact or harm.